Event description:
It was reported that a faradrive steerable sheath was selected for use during an atrial fibrillation procedure. During the procedure, the physician was preparing to insert the farawave catheter using the faradrive sheath. However, air bubbles were observed in the sheath while manipulating the dilator. The issue persisted despite removal and reinsertion attempts. Thus, the faradrive sheath was replaced with a new faradrive sheath, and the procedure was successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was further reported that no abnormalities were noted prior the procedure, nor was any air noted in the patient. No fluid leak was noted. Pressure bag irrigation method was used for the sheath.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that a faradrive steerable sheath was selected for use during an atrial fibrillation procedure. During the procedure, the physician was preparing to insert the farawave catheter using the faradrive sheath. However, air bubbles were observed in the sheath while manipulating the dilator. The issue persisted despite removal and reinsertion attempts. Thus, the faradrive sheath was replaced with a new faradrive sheath, and the procedure was successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that no abnormalities were noted prior the procedure, nor was any air noted in the patient. No fluid leak was noted. Pressure bag irrigation method was used for the sheath.

Manufacturer narrative:
A1- patient identifier, a2- date of birth, a2- age at time of event, a2- unit of measure- age, a3a- sex, a3b- gender: updated. B5: describe event or problem: updated.

Event description:
It was reported that a faradrive steerable sheath was selected for use during an atrial fibrillation procedure. During the procedure, the physician was preparing to insert the farawave catheter using the faradrive sheath. However, air bubbles were observed in the sheath while manipulating the dilator. The issue persisted despite removal and reinsertion attempts. Thus, the faradrive sheath was replaced with a new faradrive sheath, and the procedure was successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.